Manufacturer narrative:
Continuation of d10: product ID 97755-s, serial# (B)(6), product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an external device. The reason for call was caller reported the patient was not able to charge their implant and the issue began on march 9th. Caller stated the implant hadn't been charged for 2 months. Patient had dementia. During the call the recharger rubber area at the base of the ring started breaking and was ready to break. Agent sent request to repair to replace the recharger. Caller also mentioned the patient lost a lot of weight. Agent redirected caller to the patient's hcp.